Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, and water invaded. Due to the invasion, an abnormality of electronic parts occurred which led to occurrence of the suggested event. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 error code. The issue was observed during device reprocessing. There was no patient harm or clinical impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation, and the customer¿s allegation was confirmed. The e315 error was reproduced. Additional device evaluation findings were as follows: the electrical safety test was failed, light guide lens was chipped and the glue was pitted, objective lens had glue pitted, distal end glue was lifting and leaking, light guide tube had delamination evident, excess fluid ingress, air/water channel had leaking, angulation was out of specifications and had play, and the up/down brake was not to specifications. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.